Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21 improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed and with multiple test strips. During the call on (B)(6) 2017, the customer stated she was feeling lethargic and that it could be from her diabetes; no medical attention was needed at the time of the call. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 198 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date at time of call is less than one month. The meter memory was not reviewed for previous test result history.